Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified the defective buffer valves. The fse replaced the buffer valves to resolve the issue. The fse performed calibration, quality control, and patient samples, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining one (1) high patient results for ion selective electrode sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The high results were not reported out the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for this patient.